Manufacturer narrative:
Date sent to the FDA: 10/15/2009. Result code: unused representative samples were visually examined, then functionally tested for tensile strength. No visual non-conformances were identified. Tensile test results indicate that the samples met or exceeded specification. Conclusion code: no device failure detected, and the product meets specification. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.

Event description:
International customer reported that a patient presented with swelling at the surgical site 11 to 12 days following a vascular procedure. The patient was returned to surgery for repair. The surgeon reports that the suture was broken in the middle.